Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. It was noted that the initial results were off by a factor of 10. A possible cause for this would be that the decimal points for the standard 1 (std 1)calibrator were changed from 0.0 to 0.00 without performing a calibration. Due to the software design of the analyzer, a change in the number of decimal places for std 1 has an effect on the calibration of this assay. If the operator would change the decimal place of the std 1, a warning notice would be displayed, stating that a lot calibration for current and previously used reagent lots is required.

Event description:
The customer received questionable results on total protein (tp) for 12 patient samples. Of those 12, data was provided for three patients, all of which were erroneous. All results are in g/dl. The customer has having problems with tp recovery. When this occurred, the weekend shift performed a cell wash and recalibrated the reagent. In the meantime, erroneous results were reported outside of the laboratory. A physician alerted the customer about the erroneous results. Patient 1 had an original result of 0.66, accompanied by a data flag. The sample was repeated and generated a result of 6.7. Patient 2 had an original result of 0.66, accompanied by a data flag. The sample was repeated and generated a result of 6.9. Patient 3 had an original result of 0.57, accompanied by a data flag. The sample was repeated and generated a result of 5.8. The original results for all three patients were reported outside of the laboratory. The customer deemed the repeat results for the three patients to be the correct results. There was no adverse event. The lot of tp reagent in use was 67316201, with an expiration date of 02/28/2014. The field service representative could not find a cause. He checked the rinse mechanism, and the internal rinse volume on reagent probes. He also performed mechanical checks and a precision check. The precision check was within specification.